Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise. Additional information indicates that the noise on the rv lead was indicative of either a conductor or an insulation cause. A new rv lead with a different model was successfully implanted. No additional adverse patient effects were reported.